Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was noted that the patient was also experiencing irritation whenever the stimulation was at low frequency. The patient also had frequent ipg charging. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was noted that the patient was also experiencing irritation whenever the stimulation was at low frequency. The patient also had frequent ipg charging. The patient will undergo an explant procedure.